Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. The complaint was confirmed on one of the devices. The opening cable was wedged between the pulley and toggle preventing closure. This could not be reproduced on the second device.

Event description:
It was reported by the sales rep. That the clips would not close when the orange release lever was engaged. Surgeon had to push on outside of jaws to get it to close. Both clips were tested before they were inserted into the thorax. Patient was off pump, surgical procedure was prolonged for five minutes. No patient harm.